Event description:
Reported event: not a reportable malfunction. Mat#: unknown lot#: unknown. It was reported by customer that patient was sent home for a 96 hour infusion of blinatumumab with an optima injector and connector attached to his IV line. Patient called unit to state that his injector and connector has "popped apart." Verbatim: patient was sent home for a 96 hour infusion of blinatumumab with an optima injector and connector attached to his IV line. Patient called unit to state that his injector and connector has "popped apart".

Manufacturer narrative:
(B)(4) supplemental MDR submitted for a correction. The initial MDR was submitted in error for a not reportable event. When the connection stick interface is disengaged or loosened from the injector and the membrane of each device is intact, leakage and contamination are preventable as the connector to the injector is a dry sealed connection. A loose or separated connection between the connector and injector during use may cause a delay, but no leakage. The connection stick and the injector can be reengaged after proper disinfection, if applicable. This complaint is not MDR reportable. Event type: connector loose or disconnected from the injector.

Event description:
It was reported while using bd phaseal optima injector hub separation occurred. There was no report of patient impact. The following information was provided by the initial reporter: patient was sent home for a 96 hour infusion of blinatumumab with an optima injector and connector attached to his IV line. Patient called unit to state that his injector and connector has "popped apart".

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.